Event description:
Patient had inguinal hernia repair in 2003 with kugel patch- med. Oval lot 43bnd177. Had recurrence with inflammation. Fifteen months later, portion of omentum/fat removed-no mesh was visualized. Repair performed with mesh -wound infection postop- treated, but continued to "reeun". Pt had exploration for removal of mesh for the following two years. At each operation, portions of infected mesh were removed. At operation, the original kugel mesh with fractured ring was found lateral to cord structures in preperitoneal space with abscess.